Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false upstream occlusion alarms during evaluation, but could not reproduce it. Evaluation found the fluid numbers to be within specification. The upstream sensor was replaced as this is a known contributor to the reported symptom.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.